Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure that error 307 occurred. The technical support engineer (tse) reviewed the system logs and found error 307 against video slice board 1. The tse advised to hard power cycle the system and reset the core power. The error appeared again. The tse advised that a board in the vision side cart would need to be replaced to resolve the issue. The ports were not in place in the patient when the issue occurred. There was no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced video slice (vsl) to resolve the issue. The system was verified and ready to use. Isi has not received the vsl for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.